Manufacturer narrative:
No conclusion code available. Final analysis did not confirm the premature battery depletion but did confirm a rapid battery drop from eri to eol in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The rapid drop from eri to eol could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic with device at end of life (eol). During six months before follow-up, estimated battery longevity was 11.2 months. Review of session records noted sudden drop in battery voltage. Based on the programming, device did meet the implant to eri interval but not the eri- eol margin. Device was explanted and replaced successfully. There were no complications to the patient. Patient's condition was stable.